Event description:
The customer called and reported he was hospitalized with an acute pancreatis attack and possibly diabetic ketoacidosis. The customer stated the last blood glucose reading he remembered at time of the issue was around 300 mg/dl, which he treated with the insulin pump. Customer was admitted to the hospital overnight for treatment of pancreas pain and high blood glucose values. He was wearing the insulin pump at time of the emergency room visit. The customer was advised the insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-16394 regarding this event.